Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Visual analysis was performed on the photo provided. No apparent damage could be appreciated in the picture. The device EU 4.5x28mm stent 12 mm dw tip could be noted coiled inside of the package, only one section of the device could be noted outside. The stent was not shown in the picture. No other damages could be noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6259391. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported condition delivery wire- impeded in microcatheter with no loss of cerebral target position could not be evaluated based on the pictures. The reported condition stent- damaged could not be evaluated based on the pictures. The manufacturing record evaluation (mre) suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent-assisted aneurysm embolization, an enterprise 4.5x28mm stent 12mm dw tip (enc452812, 6259391) became impeded in the unspecified microcatheter (mc). It was reported that during the procedure, the stent couldn't be advanced in the microcatheter. Then the physician withdrew the stent outside of the patient, the physician observed the tip of the stent and the body was deformed. The device was switched to another new device to complete the procedure. There was no injury report. A photo was provided at the time of complaint entry.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent-assisted aneurysm embolization, an enterprise 4.5x28mm stent 12mm dw tip (enc452812, 6259391) became impeded in the unspecified microcatheter (mc). It was reported that during the procedure, the stent couldn't be advanced in the microcatheter. Then the physician withdrew the stent outside of the patient, the physician observed the tip of the stent and the body was deformed. The device was switched to another new device to complete the procedure. There was no injury report. Additional information received indicated that the mc used was a prowler select plus (product/lot number unknown). The introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. The same prowler select plus was used with the 4.5x28mm replaced stent. No excessive force was applied to the device. The device was removed from the patient without additional intervention. The event did not require the removal of the mc, therefore, there was no subsequent loss of cerebral target position. The tip of the stent or the stent body were not kinked or unraveled/stretched. The target vessel being treated was the left middle cerebral artery. There was no significant prolongation in the procedure due to the event. A visual analysis was performed on the photo provided. No apparent damage could be appreciated in the picture. The device EU 4.5x28mm stent 12 mm dw tip could be noted coiled inside of the package, only one section of the device could be noted outside. The stent was not shown in the picture. No other damages could be noted. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6259391. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported condition ¿delivery wire- impeded in microcatheter with no loss of cerebral target position¿ could not be evaluated based on the pictures. The reported condition ¿stent- damaged¿ could not be evaluated based on the pictures. The manufacturing record evaluation (mre) suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. A non-sterile unit EU 4.5x28mm stent 12 mm dw tip was received inside of a pouch. The device was inspected, and it was noted that only the delivery wire was returned for evaluation. The delivery wire was inspected, and it was found in good normal conditions. The functional analysis could not be performed due to only the delivery wire was returned for analysis. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Visual analysis of the returned sample revealed that only the delivery wire was returned for evaluation, it was inspected, and it was found without damages. As a result, the functional test could not be performed without the stent, the exact time of the of the stent and introducer loss will remain unknown. Procedural and other factors may have contributed to the finding; however, this cannot be conclusively determined. Considering these factors, the customer complaint regarding a ¿stent ¿ damaged¿ cannot be confirmed. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following directions for use: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b5, d9, g3, g6, h2, h3, h10 and concomitant products. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received indicated that the mc used was a prowler select plus (product/lot number unknown). The introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. The same prowler select plus was used with the 4.5x28mm replaced stent. No excessive force was applied to the device. The device was removed from the patient without additional intervention. The event did not require the removal of the mc, therefore, there was no subsequent loss of cerebral target position. The tip of the stent or the stent body were not kinked or unraveled/stretched. The target vessel being treated was the left middle cerebral artery. There was no significant prolongation in the procedure due to the event. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.